Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (380 mg/dl). Contact stated that the customer is a "brittle diabetic", and they believe their pump settings need to be adjusted. Contact stated they will discuss pump settings with their health care professional. Customer delivered a bolus to stabilize blood glucose levels. System check with tandem technical support was performed and the pump was functioning as intended. Reportedly, the customer uses humalog insulin and changes the cartridge every 3 days. Tandem technical support educated the customer that the cartridge should be changed every 2 days with humalog insulin.